Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the complaint was reported. Batch#: 708a88. Additional information was requested, and the following was received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? With the release button. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? After many attempts, it opened with the release button. Did the jaws eventually open? Yes. Is the current patient status known? No consequences for the patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload present. The reload was received partially fired 1/3 and with the reload lockout spring damaged and with 2 b-formed staples on the deck. In addition, damage was observed on the pan in the proximal end area. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 708a88, and no non-conformances were identified.

Event description:
It was reported that the device used for a renal transplantation from a living donor. At the time of ligation and following section of renal artery, the mechanical stapler got stuck while already in the peritoneal cavity.